Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing an acetabular cup inserter on (B)(6) 2014. During the procedure, the tip of the inserter fractured while impacting the acetabular cup. A burr tool was used to remove the fractured piece and the procedure was completed using the inserter. There was no significant delay to the procedure as a result.